Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at maximum output with less than two seconds of asystole. Subsequently, upon x-ray, the lead was found to be dislodged. This lead was then repositioned without further complications. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.